Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue mx800 patient monitor did not alarm for a desaturation event for the patient in room c18 when the spo2 reading was at 84% and the desat alarm limit was set to 85%. The event occurred on (B)(6) 2023 at 05:10. The device was in use monitoring a patient at the time of the reported event. No death or patient injury or harm was reported.

Manufacturer narrative:
The device was tested by the hospital biomed. Additionally, a field service engineer went on site to evaluate the device. The fse changed parameters to intentionally set an alarm and the monitor alarmed using demo mode. A visual inspection was performed and configuration was verified. Nothing obvious was found. Philips product support engineering (pse) performed analysis of the audit logs and configuration provided by the customer. However, the files provided did not clarify whether a desaturation alarm should have been announced at this time. Pse requested recording/strips showing the spo2 values at the point of time, but the info was not available. In general, if the desat delay was set to 20 sec., the monitor would only have alarmed for desaturation, after the averaged spo2 value hit below the desat limit. If there was one spo2 value above the desat limit of 85% ¿ this would have triggered the desat delay to start fresh ¿ and therefore no desat alarm would have been issued (correct behavior as specified). Based on the information available and the testing conducted, the cause of the reported problem is unknown due to the limited information provided.

Event description:
The customer reported that the intellivue mx800 patient monitor did not alarm for a desaturation event for the patient in room c18 when the spo2 reading was at 84% and the desat alarm limit was set to 85%. The event occurred on (B)(6) 2023 at 05:10. The device was in use monitoring a patient at the time of the reported event. No death or patient injury or harm was reported.